Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product investigation: the product was returned to medtech orthopaedics for evaluation. Visual inspection revealed the quickset grater handle assmb with heavy wear patterns on the overall surface. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a medtech orthopaedics lab sample quickset ace grater head (244000556). Functional test revealed quickset grater handle assmb was able to assemble/disassemble with no signs of loosening or other type of malfunction. Even though only wear patterns were observed on the device surface, the overall complaint was confirmed due to the voice of the client. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a0111 provided is not a valid finished goods lot number.

Event description:
It was reported that acetabular reamer handles contaminated cases by ripping the surgeon's gloves during use. The part that keeps the white plastic handle on tends to snag the glove if the surgeon's hand is positioned too low. It did occur during surgery, multiple times. No adverse effects to the patient. There was about a 10 minute delay to replace the torn glove and other equipment that was contaminated.